Manufacturer narrative:
(B)(4), date sent: 6/30/2021. The visual analysis found that the returned device had an exposed well ball paired with the washer side of the adjacent bead. The affected washer through hole diameter was verified with pin gauge and found to be greater than the specification. The exposed weld ball diameter was found to meet specifications. The interference between the washer through-hole and the exposed weld ball diameters was 0.0002. It is presumed that a certain geometric combination of the weld ball and the washer through-hole resulted in the device separation in vivo. Link length and tensile force were found to meet the applicable specifications during device analysis. No anomalies for a device that has been reasonably changed as part of the explant procedure.

Manufacturer narrative:
(B)(4). Event date: only event year known: 2021. Linx photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. The DHR for lot 13536 was reviewed. No ncs, defects, or reworks related to the product complaint were found. Lot 13536 was an affected lot of the 2018 linx recall. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what symptoms lead to the discovery of the discontinuous device? When did they begin? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Please confirm the product code of lxmc14. Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis?

Event description:
It was reported that there is a discontinuous linx.

Manufacturer narrative:
(B)(4). Date sent: 06/14/2021. Per photographic evaluation by the ethicon medical safety officer: I reviewed an x-ray image of the patient referred t in the complaint. The xray image showed a discontinuous linx device. The annular shape was absent, and the appearance was c-shape consistent with a discontinuous device. Additional information was requested, and the following was obtained: did the patient have any other surgeries in the area? None besides hiatal hernia repair at time of implant. Is a replacement linx or fundoplication planned? Replaced with lxmc16. The device was explanted on (B)(6) 2021. The patient is doing well following the explant today and received a new device. Additional information received: on (B)(6) 2020 office visit- pt reports s/s began approx. March 2020 with reflux and dysphagia, prednisone provided. On (B)(6) 2020 office visit ¿ doing better. On (B)(6) 2021 office visit- pt reports chest pain feeling like esophageal spasms daily reason for removal- device was found to be disrupted. Any imaging prior to recent x-ray. On (B)(6) 2020, xr fluoro /egd/ bx /dilation (20 balloon). On (B)(6) xr fluoro prior to egd showed gap in the device procedure aborted.